Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardiac monitor had episodes of undersensing noted as asystole. Programming changes resolved this issue. The patient was stable.

Event description:
New information received stated the implantable cardiac monitor also exhibited t wave oversensing. It was noted that inappropriate atrial fibrillation episodes were being stored as a result. Programming changes were discussed. No intervention was reported.